Manufacturer narrative:
Model number/catalog number: 72404127, serial number: n/a, batch/lot number: 913110019, model/catalog description: control pump fgs iz, unique identifier (UDI)#: (B)(4), model number/catalog number: 72400024, serial number: n/a, batch/lot number: 920111003, model/catalog description: balloon fgs 61-70 cm, unique identifier (UDI)#: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported atrophy and urinary incontinence is acknowledged within the dfu and is not related to off-label use or failure to follow instructions. The reported patient symptom of atrophy and urinary incontinence are known risks associated with this device type and indicated as such in the instructions for use. A risk review was completed, and atrophy related symptoms and altered therapeutic response are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the information, an investigation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) device began experiencing recurring incontinence over the past 6-12 months. It was determined that there was sub-cuff atrophy. A surgical procedure was performed to remove the aus. No further patient complications were reported.